Manufacturer narrative:
The patient reportedly has a broken sacrum. Attempts are underway to obtain additional details surrounding the incident. The parts have not been returned however, a general review of the manufacturing and inspection records was performed and no discrepancies were found. The patient was reportedly successfully revised.

Event description:
Everest lateral offset connector set screw backed out post-operatively. Patient was revised.